Event description:
During a da vinci-assisted simple prostatectomy surgical procedure, the intuitive surgical, inc. (Isi) representative reported that the fenestrated bipolar grasper jaw broke inside the patient and the surgeon was unable to locate all of the broken fragments of the instrument. The customer replaced the instrument with a backup instrument to continue the case. The technical support engineer (tse) asked if a pre-inspection of the instrument was performed prior to use, and the customer stated it may have come up from the sterile processing department cracked or slightly damaged, but that it could not be confirmed if inspection was performed prior to use. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not sure if anything was observed out of the ordinary. However, when the surgeon was using the instrument, it broke, and the surgeon was unable to locate all of the plastic fragments. A back up was used to complete the case without any other complications. The patient had not returned post-operatively with any issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the damaged instrument with a backup to continue with the case. No site visit was conducted. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.